Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue occurred at an unspecified time on (B)(6) 2018. The reporter noted that at this time the patient¿s blood glucose was measured and a ¿low¿ control solution result was obtained on the subject meter. In response to this result, the patient was given ¿glucose¿ by a healthcare professional who had mistaken this reading as a low blood glucose message. The reporter did not know what medication the patient normally takes in order to control their blood glucose levels. The reporter stated that an unspecified period of time after the glucose was provided the patient developed ¿hyperglycemia¿ and had a blood glucose level of ¿over 300mg/dl¿ (measured on an unspecified device). In response to this the patient was given insulin treatment by the hcp (type and dosage unspecified). No further symptoms or treatment was noted. At the time of troubleshooting, the csr noted that the reporter did not have testing supplies available to walk through resolving the issue. This complaint is being reported because the reporter claims that the subject meter misclassified a blood glucose result as a control solution reading which then led to the patient developing signs of a serious injury adverse event after the alleged product issue began.